Event description:
It was reported while using bd nexiva single port with maxzero the tubing broke apart. There was no report of patient impact. The following information was provided by the initial reporter: thursday, march 09 I was handed an IV catheter that came apart when trying to insert it. I have attached a picture of the catheter along with what we believe to be lot #. Our nurse educator tried a few more catheters in that lot # and no others were easily pulled apart. It may be a one time incident, but am passing along information for due diligence.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-apr-2023. H6: investigation summary: bd received a 20 gauge nexiva single port device from lot 2216874 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the catheter adapter and extension tubing had become separated. The needle cover and the packaging were missing and could not be investigated. Next, the engineer checked each component for adhesive using a uv light but no reaction was visible indicating that adhesive was missing from the components. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect caused by a lack of adhesive being administered during production.

Event description:
It was reported while using bd nexiva single port with maxzero the tubing broke apart. There was no report of patient impact. The following information was provided by the initial reporter: thursday, march 09 I was handed an IV catheter that came apart when trying to insert it. I have attached a picture of the catheter along with what we believe to be lot #. Our nurse educator tried a few more catheters in that lot # and no others were easily pulled apart. It may be a one-time incident, but am passing along information for due diligence.